Manufacturer narrative:
Correction to h6; type of investigation, investigation findings, investigation conclusion. The 23mm sapien 3 ultra valve was not returned for examination. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed complaints no other complaint relating to the complaint code. The commander delivery system IFU was reviewed. Based on this review, no IFU training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The reported event of central regurgitation was confirmed based on the medical report. A review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the complaint event. Per the instructions for use (IFU), valve regurgitation is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. Regurgitation which develops progressively over time can be due to a number of issues including patient-related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with the functionality of the device by restricting the leaflet motion leading to abnormal coaptation. In this case, due to limited information provided, a conclusive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
It was reported that approximately 1 year and 4 months per tavr procedure using a 23mm sapien 3 ultra valve (s3u), the patient now presents with elevated gradients. Per medical record review, post-implantation of a 23mm s3u valve in the aortic position, the bioprosthetic aortic valve has developed severe central regurgitation, the cause of which is currently unknown. A transesophageal echocardiogram showed that while the valve was well-seated and the valve gradients and velocities were within normal parameters, the patient's bioprosthetic aortic valve had developed severe central regurgitation and the patient was experiencing shortness of breath, fatigue, and had lower extremity edema. The shortness of breath and fatigue had worsened over the last few months, but the lower extremity edema had gotten worse about 1 year before and 5 months post tavr procedure. The patient was scheduled for a valve-in-valve (viv).

Manufacturer narrative:
The investigation is ongoing.